Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient received a two-line blocked alarm and was unable to resolve the issue using the current cassette. The patient subsequently replaced both the cassette and infusion set and discovered that the cannula was bent. A new infusion set was then inserted at a different site. There was patient involvement; however, no patient harm was reported.